Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found that the jaws were open and staple pushers were visible at the cut line indicating the point where the handle compression had stopped. Functional testing noted that the reload was loaded into a representative instrument. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the device was difficult to unload. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the device was partially fired. The product analysis noted evidence that the device was not used as intended. This issue can occur if the firing handle was not completely cycled. If the instrument return knobs were retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was an issue unloading the device. Another reload was used to complete the case. There was no patient injury. Medtronic's initial evaluation of the incident is that an analysis of the system logs noted that the reload was partially fired.